Manufacturer narrative:
This report is for an unknown rafn nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an orthopedic procedure, the unknown trocar did not line up with the holes in the unknown nail when drilling for the unknown interlock screws. Once the unknown nail was inserted, the surgeon attached the antegrade aiming arm for retrograde/antegrade femoral nail, however it did not connect easily and had to be forced onto the aiming arm for it to finally seat. After multiple attempts, the surgeon eventually took antegrade aiming arm off and freehanded the proximal interlock screws. There was a surgical delay of five (5) minutes. The procedure was completed successfully. There was no patient consequence reported. Concomitant devices: unknown interlocking screws (part# unknown, lot# unknown, quantity unknown). Unknown drill bit (part# unknown, lot# unknown, quantity 1). This report is for one unknown nail: rafn. This is report 3 of 4 for (B)(4).